Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter would not power on. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on the afternoon of (B)(6) 2012. The patient mentioned that he manages his diabetes with insulin (no adjustments). The patient denied making any changes to his normal diabetes management due to the alleged issue starting. The patient claimed that at 10 a.m. On (B)(6) 2012 he developed symptoms of "sweaty, headache and tired." However, he denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was not being used for the first time and that the batteries needed to be replaced. At the time of troubleshooting the patient did not have their testing supplies. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury. In addition, the alleged power issue was not resolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.